Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the mega suturecut needle driver had a rupture of the steel cable with 0/15 lives. It was replaced by another mega suturecut needle driver. The procedure was completed with no reported injury. No fragments fell into the patient. The procedure was delayed less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The issue occurred during surgery. The instrument did not collide with another instrument or tool during the procedure. The issue was related to the mega suturecut needle driver opening/closing of the grips. There were no issues related to the left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. No cable was visibly protruding from the instrument. The instrument is available for return. The customer noted that images/videos were available for review but none were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.